Event description:
New information received indicates that the lead was capped and replaced on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that increased capture threshold was observed during an in-clinic follow-up. The physician elected to cap and replace the lead. The patient received no adverse consequences and was well.